Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. During the procedure, the needle and suture separated when sewing. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visual evaluated. It was noted that the devcie was out of specification.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.